Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 at a skilled nursing facility (snf). The nurse reported that the patient was found unresponsive and apneic in the early morning. A review of the log files revealed the pump was in a low flow hazard condition while connected to battery power at 6:21 am leading up to the patient's death. The driveline was disconnected and the left ventricular assist device (lvad) was turned off at 6:44 am. Later that afternoon at 3:24 pm, the controller was powered on to download data. The pump had appeared to be working as intended.

Event description:
It was reported that there were no alarms or issues noted prior to the patient being found unresponsive around 06:00 am on (B)(6) 2022. Time of death pronounced at 06:15 am on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however the log file data was captured after the patient's death was pronounced. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. It was reported that the patient passed away on (B)(6) 2022 at a skilled nursing facility. The nurse reported that the patient was found unresponsive and apneic in the early morning, and the death was pronounced once medics arrived on the scene. It was reported there were no alarms or issues noted prior to the patient being found unresponsive. The death was not considered to be device related. No autopsy was performed, and the device was not explanted for evaluation. The submitted controller event log file contained approximately 25 minutes of data captured after the patient's death was pronounced. A continuous low flow hazard alarm was observed until the driveline was disconnected, followed by the disconnection of both power cables and subsequent controller shutdown. The system appeared to operate as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.